Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Original surgery for the humeral fracture took place around (B)(6) 2017. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgery for the humeral fracture took place around (B)(6) 2017. The patient fell on (B)(6) 2017 and broke both the humeral bone and the reported nail. It seemed that the nail in question was broken at the most proximal part of the distal screw hole. No further information is available at this moment. This complaint involves 1 part. This report is 1 of 1 for (B)(4).